Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, patient presented with grade 4 degenerative mitral regurgitation (mr) with flail and prolapse. Two xtw mitraclips (cds0707-xtw, 41106r2068 and 50218a2048) were implanted without an issue reported, reducing the mr to grade 1. On follow-up, a single leaflet device attachment (slda) was noted with the first mitraclip (cds0707-xtw, 41106r2068). Recurrent mr grade 4+ was also observed. The patient returned in a decompensated state. On (B)(6) 2025, another mitraclip procedure was performed to stabilize the slda. Another mitraclip was implanted, reducing the mr from grade 4+ to grade 3. There was no clinically significant delay reported. Subsequent to the eumir report, the additional information was received: approximately two weeks following the index procedure, the patient presented to the hospital with decompensation and shortness of breath. The slda was noted then. The exact date was not provided. The exact date of occurrence is unknown and estimated as (B)(6) 2025 for the MDR report

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported incomplete coaptation could not be conclusively determined. The reported heart failure and dyspnea are cascading events of the incomplete coaptation. The reported patient effects of heart failure and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.